Event description:
On (B)(6) 2024, an eye care provider (ecp) advised that a patient (pt) in india was diagnosed with a corneal ulcer in the right eye (od) while using an acuvue® vita¿ for astigmatism brand contact lens (cl). The pt reported the lenses were purchased on (B)(6) 2024 and began using the lenses on (B)(6) 2024. The pt reported developing redness and pain in the od within 2 days of cl wear and had to discontinue use. The pt went to an emergency care hospital and was diagnosed with corneal ulcer. The pt is currently on unknown medications and advised to discontinue cl wear. The pt advised that it ¿seems that acuvue lenses are causing this condition.¿ on 19sep2024, the ecp reported the affected eye is the od, with the date of event reported as (B)(6) 2024. The pt went to an emergency hospital after experiencing redness, pain and irritation while wearing the od cl. The pt was diagnosed with od corneal ulcer and was prescribed an unknown medication. It is unknown if the pt is scheduled to see the doctor again. Calls were placed to the pt on (B)(6) 2024 for additional information, but the calls were unanswered. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b014t5n was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.